Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 989.9 mcg/day via an implantable pump for intractable spasticity. It was reported an empty pump occurred. The patient was due for a refill. Therapy was not intentionally discontinued. It was unknown if the patient had experienced any symptoms. The rep stated that patient was in the hospital prior to the pump being empty. The rep stated they believed the reason was unrelated to the pump therapy. The event date was provided as (B)(6) 2018. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The rep reported they were informed of the event by a healthcare provider. The patient had been refilled at the time of the report, on (B)(6) 2018. It was indicated the patient experienced transiently increased spasticity. The rep was unable to confirm the reason for the empty pump. Regarding the report that the patient had been in the hospital, the rep confirmed that this was unrelated to the patient's infusion device or therapy. The patient's weight was unknown. It was indicated the information provided had been confirmed by the physician/account.